Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient suffered a pulmonary embolism eleven days after the implant procedure and deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was not confirmed. No additional information was reported.